Manufacturer narrative:
The investigation confirmed that higher than expected gent and valp quality control results were obtained while using the vitros 5,1 fs analyzer. The investigation determined that the root cause of this event was most likely instrument related. An ocd field engineer found that the secondary metering proboscis was damaged. Repairs to the secondary metering subsystem were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended with no recurrence of the event.

Event description:
This customer obtained higher than expected vitros gent and valp quality control results while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous gent or valp results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)